Event description:
It was reported that, the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) was performed without x ray guidance, even though it was highly recommended. The physician decided to only perform x ray post-surgery. At the time of the induction the patient only reverted after the second shock and the s-ICD exhibited high shock impedance of 1990 ohms. The physician performed a repositioned of this s-ICD in the pocket for a more posterior position. Followed repositioning of the s-ICD only, the impedances decrease to normal measurements. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) was performed without x ray guidance, even though it was highly recommended. The physician decided to only perform x ray post-surgery. At the time of the induction the patient only reverted after the second shock and the s-ICD exhibited high shock impedance of 1990 ohms. The physician performed a repositioned of this s-ICD in the pocket for a more posterior position. Followed repositioning of the s-ICD only, the impedances decrease to normal measurements. This s-ICD remains in service. No additional adverse patient effects were reported.